Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part: 09.804.601s, synthes lot : 82253190, supplier lot : 82253190, release to warehouse date: june 03, 2022, supplier: (B)(4), no ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vbs w/balloon med has the distal tip deformed and signs of breakage at the balloon. The observed conditions of the device were created during insertion process. Additionally, the white cover sleeve and the stiffening wire were not returned for evaluation. A dimensional inspection for the vbs w/balloon med was unable to be performed due to post manufacturing damage. A functional test cannot be performed as the device was received damaged. However, inability to inflate or deflate can be attributed to the observed breakage of the balloon. The complaint was reviewed with the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The vbs surgical technique guide was reviewed. The event description indicates that the balloon was inflated and then started to lose pressure in the middle of the process. The pressure and/or volume achieved prior to failure of the device were not reported but the condition of the returned device is consistent with over expansion or pressurization. It is also possible that the tip and the balloon was damaged due to an unintended contact with the other bilateral inserted vbbs. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vbs w/balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. The cause of the observed condition is likely due to continuing to pressurize the balloon after the maximum volume had been reached. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l1) for lumbar compression fracture on (B)(6) 2023. The balloon stopped inflating properly in the middle of the process. When inflated, there was little pressure applied. In addition, the leakage of contrast agent was confirmed by the image intensifier. Therefore, the surgeon thought it must have been a small hole in the balloon and removed the balloon after deflation. Since the left and right balloons were touching in the center, it is possible that the balloon was damaged and punctured when the balloons interfered with each other. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) vbs w/balloon med this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.